Manufacturer narrative:
As reported, the instructions for use (IFU) had inaccurate magnetic resonance imaging (MRI) safety labeling. The 2013 IFU specifies a maximum specific absorption rate (sar) of 1w/kg for scanning below the umbilicus and that local coils should not be placed over the implanted stent. The 2017 IFU has omitted these conditions. They do not state the field strength at which testing was performed and do not give temperature rise information (these are both included in the previous IFU). Cardinal health was noted to have been contacted and confirmed that the 2013 IFU gives the most recent test information (i.e. Testing at 1w/kg below umbilicus) and that no testing has been performed using local coils, so the effects are unknown. No other information was reported. The instructions for use (IFU) documents were not returned for analysis. Product history review could not be performed since complaint lot is unknown. The reported ¿packaging/pouch/box labeling incorrect¿ was confirmed via review of the instructions for use (IFU) documents in the controlled document system. Per the MRI compatibility section of the EU instructions for use (IFU), which is not intended as a mitigation, ¿non-clinical testing has demonstrated that the s.m.a.r.t.® stent is mr conditional for a single implanted stent. In non-clinical testing, the stent produced a temperate rise dependent upon total stent length and magnetic field strength in a philips medical systems intera mr scanner for maximum whole-body-average specific absorption rate (sar) of 2.0 w/kg for 15¿20 minutes of scanning. The effects of localized MRI-induced heating in the clinical environment are not known. Mr image quality may be compromised if the area of interest is in the exact same area or relatively close to the position of the s.m.a.r.t.® stent. It may be necessary to optimize mr imaging parameters for the presence of this metallic implant. The s.m.a.r.t.® stent should not migrate in a 3 tesla, or less, MRI environment. Non-clinical testing of two overlapping 8 x 150 mm s.m.a.r.t.® stents in a 3 tesla philips medical systems intera MRI scanner demonstrated magnetically induced torque and deflection force on the stents at levels less than those imposed by a patient¿s daily activity. With regard to stent migration and torque, MRI at 3 tesla or less may be performed immediately following the implantation of the stent. Non-clinical testing has not been performed to rule out the possibility of stent migration at field strengths above 3 tesla.¿ the discrepancy noted by the customer is a result of differences in IFU documents for various regions. Customers are instructed to utilize only the IFU information provided in the packaging of cordis devices for patient safety information. The event experienced by the customer could be related to the manufacturing process; therefore, a risk assessment has been opened to further investigate this issue. .

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing records could not be conducted without a lot number. Please note that the device involved is a smart control self expanding stent for which the catalog and the lot numbers are not available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the instructions for use (IFU) had inaccurate MRI safety labeling. The 2013 IFU specify maximum sar of 1w/kg for scanning below the umbilicus and that local coils should not be placed over the implanted stent. The 2017 IFU have omitted these conditions. They do not state the field strength at which testing was performed and do not give temperature rise information (these are both included in the previous IFU). Cardinal health was noted to have been contacted and confirmed that the 2013 IFU gives the most recent test information (i.e. Testing at 1w/kg below umbilicus) and that no testing has been performed using local coils, so the effects are unknown.